Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went hospital due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018. Customer¿s blood glucose was over 600 mg/dl in the hospital. Customer¿s current blood glucose level was 565 mg/dl. Customer was treated that with manual insulin and insulin drip. Drive support cap was normal. Customer declined to check air bubbles and leak. The insulin pump will not be returned for analysis.